Manufacturer narrative:
A device history record (DHR) review was performed on the reported lot number showing no discrepancies that may have contributed to a complaint of this nature. The quality inspection indicated that the product met specification requirements. Quality visual inspection and functional evaluation results indicated that the product met all the specification requirements. One catheter was received at the manufacturing site for evaluation. Visual inspection revealed that the catheter showed signs of use. According to the physical evaluation, the sample showed bubbles during under water testing, and it was identified that the sample showed a hole below the butterfly. The reported condition was confirmed. Based on the available information, it can be concluded that product was manufactured according to specifications; therefore, the most probable root cause can be considered as damage caused during use. It is important to consider that the instructions for use (IFU) warn to not use a sharp clamp or instrument to handle the catheter since even a minor cut could tear or break the catheter. The IFU also states to not stretch catheter and that too much tension could tear the catheter. Alcohol or acetone-based skin preparations, adhesive enhancers, or solutions should not be used directly on the catheter. According to occurrence analysis performed for this complaint a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the peripherally inserted central catheter (PICC) was placed in left basilic vein. The PICC was used primarily to infuse tpn (total parenteral nutrition). Six days later, during a dressing change, fluid was noted to be leaking from the PICC, just below the purple hub. Shortly thereafter, the argyle PICC was removed from the patient.